Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2021 to address femur breakage, the patient experienced severe pain on late september had a cortisone shot however, their pain worsened. The hospital prescribed pain killers and suggested it was a reaction to the injection. After this, patient experienced a feeling as if their leg was not connected to their knee. The hospital did an ultrasound and during the ultrasound it was discovered the plate had fracture all the way through. This adverse event was solved by a revision surgery to explant the peri-loc implant on an unknown date. It is unknown current health status of patient.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the ultrasound report dated 1-sep-2021, the peri-loc plate had fractured immediately cephalad to the femoral metaphysis, and an unhealed subacute fracture of the distal femoral metaphysis was evident. Based on the fluoroscopic analysis the patient¿s pain was likely due to a fracture of the s&n metallic side plate along the lateral aspect of the distal femur with an unhealed distal femoral metaphysis fracture. Without comparison x-rays of the immediate post-implantation and the immediate prerevision we are unable to determine if the fracture was adequately repaired in the primary surgery. We cannot rule out noncompliance with physician¿s request to offload, the patient¿s cormorbities significant for osteoarthritis, obesity, and history of alcohol abuse as possible contributory factors to the patient¿s continued pain, non-healing fracture, broken plate, and the resultant revision. According to the report, this adverse event was solved by a revision to explant the peri-loc implant. However, the date of the procedure nor the revision report were provided. Since it was reported the patient¿s current health status is unknown, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading or motion of the limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H10.

Manufacturer narrative:
Additional information: a1, a2, a4, b7, d10. Corrected data: b3, b5, e1, g2, h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, after an internal fixation surgery had been performed on the patient¿s right leg on (B)(6) 2021 to address an acute comminuted fracture of the distal femur at the distal shaft and metaphyseal region (as a consequence of a fall), the patient experienced severe pain on late september and had a cortisone injection that made her pain worsen. The hospital prescribed pain killers and suggested it was a reaction to the injection. After this, patient experienced a feeling as if their leg was not connected to their knee. An ultrasound was performed on (B)(6) 2021 and discovered that the plate had fractured immediately cephalad to the femoral metaphysis, and an unhealed subacute fracture of the distal femoral metaphysis was evident. This adverse event was solved by a revision surgery to explant the peri-loc implant on an unknown date. It is unknown current health status of patient.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate supporting clinical documentation to fully evaluate the complaint, therefore, a thorough medical investigation cannot be rendered nor can a definitive root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant patient information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.